Manufacturer narrative:
Results: the podj pull wire was secured on the wire retention tab on the packaging hoop instead of the pusher assembly hypotube. The pet lock was separated on the proximal end of the pusher assembly. The proximal pet lock was approximately 3 cm from the proximal end of the hypotube of the pusher assembly. The embolization coil was detached from the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned podj was unable to confirm the reported bend on the pusher assembly. Evaluation revealed the pet lock was separated on the proximal end of the pusher assembly. If the device is forcefully removed from its packaging or otherwise mishandled during preparation, the pet lock may become separated. If the pet lock is separated, the pull wire will be retracted from the pusher assembly distal detachment tip (ddt) and will detach the embolization coil from its pusher assembly. The rest of the device was undamaged. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, a pod packing coil (podj) pusher assembly was inadvertently bent while being removed from the dispenser hoop. The damage to the podj pusher assembly occurred prior to use and, therefore, the podj was not used in the procedure. The procedure was completed using other penumbra coils and a lantern delivery microcatheter (lantern).